Manufacturer narrative:
Partial lead with connector portion of the lead measuring 10.3 cm was returned for analysis. Final analysis found full breached insulation degradation at 4.4 cm from the connector pin exposing the outer coil distal to the connector boot.

Event description:
This report is to advise of an event observed during analysis.